Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl after the sensor temporarily lost connection, prompting the device to enter bg-run mode. The user remained connected to the ilet, which resumed insulin delivery after reconnection. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.